Manufacturer narrative:
D10 concomitant medical product: sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); sigphandle, sig power sigphandle handle (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open pancreatic head and duodenal resection procedure, excessive force was indicated when the tissue was clamped with the powered stapler. Afterward, when the jaws were opened, the reload displayed zero. To resolve the issue, a new stapler from another manufacturer was used. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw of the reload was open. During functional testing, the reload was successfully loaded into a medtronic representative handle. The interlock was overridden, allowing the reload to be applied to test media, where all staples were placed correctly and the media was fully transected. Additionally, the reload interlock was tested and found to function as intended. It was reported that excessive force was indicated when the tissue was clamped with the powered stapler, then the reload displayed zero when the jaws were opened. The reported issues could not be confirmed. The most likely cause was could bot be established from the information available. The evaluation detected an unreported condition of device prefired that had no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. The manufacturing records for each dev ice are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.